Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the tube of the cutter was ruptured during surgery. The tube of the cutter was replaced, and the surgery was completed. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed that the grey air line had detached from the probe engine due to a lack of solvent. The root cause of the customer's complaint is related to an error in the assembly process of the probe during manufacturing. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature, confirm no unfavorable trend for this event. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).